Event description:
It was reported that this right ventricular lead exhibited high thresholds, low impedance and a dislodgement was suspected. A fluoroscopy was performed, and a micro dislodgement was determined. This lead was attempted to be repositioned; however, the helix would not fully retract due to tissue being stuck in it. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.